Manufacturer narrative:
Patient city: united states patient country: tacoma.

Event description:
Reference number (B)(4). Event occurred in the united states. This MDR is being submitted for an unknown number of devices in which the issue was experiences. On (B)(6) 2024, reported that patient faced infusion set tubing detachment and tubing came apart.insertion site was abdomen. Location of detachment was at quick release. No further information available.